Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Upon receipt, the lead was found cut approx. 52 cm from the lead tip. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection showed multiple abrasion marks along the lead fragment. Particularly on the distal part of the lead fragment, the insulation was abraded through. This damage can be considered to be the root cause of the reported noise and low impedance values. Furthermore, calcified tissue residuals were found on the svc shock coil. This shock coil was found deformed. These observations indicate the presence of severe mechanical stress in the implanted state. It is reasonable to assume that the lead was significantly ingrown, which may have affected the leads motion, resulting in an increased stress level during the implantation time. During the electrical analysis, the dc resistances of the received conductor fragment were measured and did not show any peculiarities. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the ICD functioned as expected. There was no indication of an ICD malfunction. The clinical observation resulted presumably from the observed lead insulation damage. The analysis did not reveal any sign of a material or manufacturing problem of these devices.

Event description:
It was reported that this lead was explanted approx. 34 months after the implantation due to oversensing with inappropriate shock. Furthermore, the lead impedance was too low (less than 200 ohms). The ICD was also explanted.